Manufacturer narrative:
Device evaluation: two used sample were returned for evaluation. The returned devices were examined; this showed the pump outlet tubes had "low" arch (tube arches were flatter than expected). The devices were given functional testing with a cadd-legacy ambulatory infusion pump. The functional testing showed that the system (pump and cassettes) delivered with device specifications. The reported issue could not be confirmed with the returned devices. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The returned device's appearance did not match specification for the outlet tube tube arch. However, the functional testing could not confirm the reported issue.

Event description:
It was reported that the device was used for infusion for 24 hours. The reporter stated after infusion the user measured the amount of medication remaining in the device; this showed the remaining volume was approximately 10 ml. No adverse effects to patient reported.